Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an internal wire broke. The procedure was continued as planned with no reported injury. On 10/23/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: instrumentation failure reported by surgeon and registered nurse first assistant (rnfa) at end of case. Fenestrated bipolar forceps 8mm "internal wire broke." Observed on monitor broken wire on grasper. No injury to patient observed or noted.